Event description:
It was reported that exhibited inappropriate atrial tachy response (atr) episodes due to far-field oversensing and noise. Which was suspected to be caused by electromagnetic interference (emi). It was transferred to the local area representative for programing. Currently, this product remains in use and no adverse patient events have been reported.